Event description:
It was reported that: 02/01/2024 nurse went to check on patient in the hospital room and the hub had fallen off. The line was clamped so there wasn't any bleeding coming out of the line. The PICC was inserted (B)(6) 2024. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: 02/01/2024. Nurse went to check on patient in the hospital room and the hub had. Fallen off. The line was clamped so there wasn't any bleeding coming out of the line. The PICC was inserted (B)(6) 2024. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. The customer returned one 2-l midline catheter for evaluation. Signs-of-use were observed on the catheter body and inside the extension lines. The proximal luer hub was not returned. Visual inspection of the catheter revealed the proximal luer hub was separated from the extension line. The separated luer hub was not returned. The extension line separation point was observed to be rough and jagged. Visual inspection of the separated luer hub to determine the nature of the break could not be performed as it was not returned for analysis. The catheter length from the juncture hub to the distal end measured 221mm via calibrated ruler, which was within the specifications of 208.7mm-221.5mm per product drawing. The proximal extension line outer diameter (od) measured 0.09485" via calibrated caliper, which was within the specifications of 0.093"-0.097" per product drawing. The proximal extension line inner diameter (ID) measured 0.057" via calibrated pin gauge which was within the specifications of 0.055"-0.059" per product drawing. Dimensional ins pection of the separated luer hub to determine the nature of the break could not be performed as it was not returned for analysis. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory 10ml syringe. No leaks or blockages were observed. The proximal extension line could not be flushed due to the damage. A manual tug test confirmed the distal luer hub was secured to its extension line. Additional inspection of the separated luer hub to determine the nature of the break could not be performed as it was not returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, and without the complete sample returned for analysis, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.